Manufacturer narrative:
H10: according to the customer no repair occurred. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported that the touch screen is faulty. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.